Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic due to pocket stimulation. Interrogation showed the patient's implantable cardioverter defibrillator (ICD) was inappropriately in backup mode. The physician restored the device to normal settings. The patient was stable throughout.